Event description:
It was reported that the patient's symptoms had returned, especially increased pain. The pump interrogation noted an alarm for safe state/low battery reset. No volume discrepancy was noted. Pump logs showed multiple low battery resets that had started on (B)(6) 2011. There were no audible alarms. It was later reported by hcp that the pump was replaced and the cause was normal battery depletion. The drug infused via the pump was morphine 1.898 mg/day. The patient was hospitalized and recovered without sequelae.

Manufacturer narrative:
(B)(4).